Event description:
Olympus (omsc) was informed via repair request that the customer endoeye flex deflectable videoscope images are not displayed, ¿the screen became dark after white balance¿. The customer reported problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
The subject device was returned to the olympus repair. The repair evaluation confirmed the customers reported problem. The image was not displayed due to an error code, e216, communication error. The exact cause of the reported problem could not be confirmed. Additionally, a portion of the bending section cover adhesive is chipped off and there are cosmetic scratches throughout the scope. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The device has not had any repair history in the past year. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported device failure. Based on the repair inspection the cause of the customer¿s reported problem cannot be conclusively determined. However, possible causes could be attributed to failure of the image sensor unit, a circuit board inside the video connector or a problem on the system side. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Event description:
Additional information indicates that the event occurred prior to a therapeutic procedure. The procedure was completed without delay. The device was inspected prior to the procedure and it was confirmed that the power supply worked.